Event description:
It was reported that the customer had issues with the insulin pump's keypad. The act button was hard to press and it did not respond. Her blood glucose level was 73 mg/dl. Her insulin pump was new. The alert silence was on. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome switch on the esc button, act button, up arrow button, and down arrow button. The insulin pump was also received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.